Manufacturer narrative:
Based on the available information, there was no evidence of an instrument malfunction. No hardware parts contributed to the cause. The cause suggests this was an accidental injury. Fse was prescribed medications and returned to work with lift restrictions. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
A beckman field service engineer reported an injury during instrument relocation of the dxc 700 au. The fse injured their back, neck and right arm while raising the jack stands on the au instrument to lower its wheels to move the analyzer for the track repair. The fse sought medical attention and was prescribed methylprednisolone dp (4mg) and cyclobenzaprine hcl (10 mg). Following the incident, the fse returned to work with specified lift restrictions. No additional information regarding this event was provided. There no death associated with this event.